Manufacturer narrative:
Concomitant medical products: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to their cardiologist office with a pocket complaint. The implantable cardioverter defibrillator (ICD) was removed and the right atrial (ra) and right ventricular (rv) leads were capped due to an infection and cultures were taken at the time of the device removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) and right ventricular (rv) leads have been extracted. No patient complications have been reported as a result of this event.